Event description:
The patient reported facial nerve stimilation 6 months after initial activation of his cochlear implant. Radiological imaging showed that the electrode array had migrated out of the cochlea. The surgeon will explant the device and reimplant a new one. However, the surgery date has not been reported to cochlear.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.